Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 39 mg/dl with no associated symptoms of hypoglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the basal history indicated the rate was higher than programmed. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump indicated a larger than programmed basal rate.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/25/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump's black box revealed no related issues or abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. A manual basal rate change was observed, occurring on (B)(6) 2017. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.